Manufacturer narrative:
(B)(4). The device was received for evaluation still coupled with the vial and viaflo bag. Visual inspection of the inside of the vial revealed the presence of a red particle that was a fragment of the vial. Visual inspection of the bung of the vial revealed the presence of a large hole in the bung. A simulated use test was performed in which the vial-mate was coupled with a new, in-house vial; no coring or damage on the vial bung was observed following a single, optimal activation of the vialmate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be a coring issue related to suboptimal activation of the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were red particles in a vial after activation using a vialmate adapter. There was no patient involvement. No additional information is available.